Event description:
The pump was returned for investigation. Investigation revealed that the display screen was faded, discolored and difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) /2013 with the following findings: evaluation revealed that the display screen was dim, discolored and difficult to read. A test display was used for investigation and was found to function appropriately with no visible signs of fading or discoloration. During evaluation, the rewind and load steps were unable to be completed due to internal moisture damage. A review of the black box showed three replace battery alarms on (B)(4) 2013 and (B)(4) 2013. There was no evidence of excessive battery usage observed in black box. Unrelated to the display issue, the audio bolus button cover was found to be missing. Contamination was found on and around the audio bolus button contacts. The pump case was removed and evidence of moisture contamination found inside pump. Unrelated to the complaint, evaluation revealed the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). (B)(6).